Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported going to the emergency room a couple of weeks ago for high blood glucose. Customer has issues with her memory. She stated prior to the emergency room visit, her blood glucose had been running high in the 300s mg/dl for three months. Customer went to the hospital because she was not feeling well. Her blood glucose was in the 300s mg/dl. She was diagnosed with hyperglycemia and her settings were adjusted. Customer has gastroparesis, so her doctor has been letting her run high and adjusting the settings accordingly. Customer's settings were adjusted last week and her blood glucose has been more manageable. Customer's last blood glucose today was 158 mg/dl. Nothing further reported.